Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, just over a month after placement, the implant was removed due to inflammation. Poor dental hygiene and smoking were noted as factors. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, just over a month after placement, the implant was removed due to inflammation. Poor dental hygiene and smoking were noted as factors. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, just over a month after placement, the implant was removed due to inflammation. Poor dental hygiene and smoking were noted as factors. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.